Manufacturer narrative:
Device evaluated by MFR: synergy ii us, mr 4 .0 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had detached from the stent delivery system. The struts mid - section were pulled, distorted and stretched. The balloon cones were reviewed and no issues were noted. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 20 synergy ii drug-eluting stent was selected to treat the target lesion. However, during preparation, as the stent protector was being removed. The stent became stuck with the operator's gloves and then detached. The device was not used and the procedure was completed with another 4.00 x 20 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 20 synergy ii drug-eluting stent was selected to treat the target lesion. However during preparation, as the stent protector was being removed. The stent became stuck with the operator's gloves and then detached. The device was not used and the procedure was completed with another 4.00 x 20 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was fine.